Manufacturer narrative:
It was reported that the ventilator could not be turned off. Field service engineer was later informed by customer that the issue was resolved by removing the batteries and did not re-occur. No parts replaced. The cause to the reported failure cannot be established by this investigation. According to problem description the unit also had a technical error for ethernet communication failure. When these internal communication problems occur on a ventilator, values and curves can be lost from the screen but the ventilator will continue to ventilate with previous settings. No change in settings can be made after the alarm occurs and the alarms can only be reset by doing a system restart.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator could not be turned off. There was no patient harm. Manufacturer's ref. #: (B)(4).